Event description:
It was reported that before they started broaching the femur to gain access to the canal, they used the matta im canal finder. It was discovered the tip of the rasp had broken off into the patients femoral canal. They tried to retrieve it, but continued to push the piece farther down into the canal until the surgeon was forced to leave it.

Manufacturer narrative:
Device broke during a procedure.